Event description:
It was reported that two infusion set cannula were bent which led to hyperglycemia on 21-mar-2026 and 22-mar-2026. The infusion set was in use for twelve hours and two hours. The blood glucose level was high, and it was treated with correction bolus via pump.

Manufacturer narrative:
MDR 3003442380-2026-10052 / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.